Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient samples processed on the vitros eciq immunodiagnostic system. The investigation confirmed that the sample involved in the event was not processed in accordance with the sample collection tube manufacturer's recommendation. Evaluation determined the vitros eciq system was operating as intended and did not malfunction. A definitive root cause of the event could not be determined, however pre-analytical sample processing cannot be ruled out as a contributor.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside the laboratory, and medical action was taken. The patient underwent a cardiac catheterization procedure. No information regarding the patient's outcome following the procedure was available to the customer. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).